Manufacturer narrative:
Manufacturing investigation conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection of the returned material revealed damage to the 12v power supply in the form of frayed wiring. A known working test power supply was used for performance testing due to the extent of damage to the one returned to an avoid electrical hazard. The unit was powered on with no discrepancies multiple times and passed diagnostic test with the test power supply.

Event description:
This report is to advise of an event observed during analysis confirming frayed/exposed wires on the power supply of the patient electronic system (pes). Related manufacturer reference number: 3004936110-2023-00464.